Manufacturer narrative:
Evaluation summary: "medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted no visible damage and a completely depleted battery. Functional testing was not conducted because the power handle was unresponsive during investigation. A review of the system logs showed normal motor commands, no motor related errors and no system alerts. The power pack was tested by performing additional articulations and firings. Each one of the articulations and firings were successful. The motor noise was measured during testing and was within specification. No other errors were found within the system logs. It was reported that the device gave unexpected or uncharacteristic audible feedback of normal use. The reported issue could not be confirmed. The most likely root cause could not be established from the information available. The product analysis detected an additional condition that was not related to the reported issue: the rear housing was removed and there was damage to the 44-pin flex cable on the ground pins where it connects to the motor board. Microfractures were present in the battery flex connector. This prevented the handle from being charged. The most likely root cause for the additional condition is traced to device design. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are also thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications." If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the second firing during a laparoscopic assisted distal gastrectomy, the device generated an unusual sound at the time of gastric resection. There was no problem on the subsequent jejunum resection, but the unusual sound was generated again at the last gastrojejunostomy. Another device was used to complete the case. There was no patient injury. Initial evaluation of the incident device found there was damage to the 44-pin flex cable on the ground pins where it connects to the motor board.